Manufacturer narrative:
A1: patient initials corrected. A3a: gender corrected. Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed and reproduced during the evaluation of the returned heartmate 3 equipment. The returned system controller, serial number (B)(6) was functionally tested and found to function as intended. The log files were successfully retrieved. The event log file contained multiple atypical power cable disconnect and low voltage alarms while connected to 14v batteries. The voltage levels suggested a possible connection issue between the batteries and the clips. The pump support was not affected and the system maintained the set speed until the driveline was disconnected which appeared consistent with the reported controller exchange. Additional testing was performed connecting the returned controller, batteries, and battery clips to a test pump. The system operated as expected; however, a power cable disconnect alarm could be briefly reproduced when a significant force was applied to the battery sn (B)(6) when installed into the first battery clip. A brief power cable disconnect alarm was also reproduced by manipulating battery serial number (B)(6) while it was installed in the second battery clip. Visual inspection revealed slightly deformed contact pins in all clips and black marks on the battery contacts on all batteries; however, the power cable disconnect alarm was only reproduced with two batteries and clips. The battery clips and the batteries metal contacts were cleaned following the instructions in the IFU section 8 ¿equipment storage and care¿ and the test was performed again. The alarms were not able to be reproduced after cleaning the battery clips and the batteries. Although the reported alarms appeared to be related to a connection issue between the battery clips and the batteries, the investigation was not able to conclusively determine if the alarms were solely related to the force applied during testing or the cleaning process. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller alarmed connect power while attached to batteries, no alarms were noted on the mobile power unit (mpu). All 8 batteries and 4 clips were tested out with no resolution. Some peeling/ damage on the gold contacts om the batteries and clips were noted. Some of the batteries were originally showing red in the charger, but after cleaning the contacts, they were all charging appropriately. Also, slight separation was noted, and it was planned to be rescue taped. The backup controller was switched but the alarms persisted. The patient was at the hospital with only power disconnect alarms on the white cable. The event log file from the first controller captured random power cable disconnects and also low voltage hazard events while using both the mpu and battery power. Also, some no external power events were noted when the black power lead was disconnected. It appeared like the patient was doing a lot of switching power sources for troubleshooting. The driveline was disconnected for the controller exchange on (B)(6) 2025 at 0857. The newly exchanged controller captured continued low voltage hazard events on 18feb2025 at 1158 and 1348 while using battery power. In both instances of low voltages, the white lead was connected to battery and the black lead to the mpu. The white power lead was disconnected which caused low voltage hazard events showing no relative state of charge (rsoc) voltage on the black power lead, but normal voltage readings on the white lead. On most of the current set of log files, random power cable disconnect events were seen on the white power lead while using battery power. It was thought that some of these could have been when manipulating the lead. The batteries, clips, as well as the controller that was exchanged were to be replaced.